Event description:
It was reported the speaker is not making a sound and has a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
During bench evaluation, it was identified that the speaker was not making a sound because of a speaker malfunction. Based on the information available and the testing conducted, the cause of the reported problem was due to a speaker malfunction. The reported problem was confirmed. The engineer replaced the speaker assembly to resolve the reported issue. The investigation concludes that no further action is required at this time.